Manufacturer narrative:
H3: one device was received for evaluation service history review identified no services reported. The customer issue was not confirmed; however, further investigation found a damaged downstream occlusion (dso) seal. The dso seal was replaced. The device then passed all tests.

Event description:
The customer returned the device for alarm issue, during device evaluation, a damaged downstream occlusion (dso) seal was found. There was no patient involvement.